Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during an end of service generator replacement surgery. The patient then had a full revision surgery. According to the medical professional, there was no known patient manipulation or trauma to the device site that could have contributed to the reported event. Good faith attempts to obtain explanted products have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.